Event description:
It was reported that the patient experienced a syncopal episode and cardiopulmonary resuscitation was performed by emergency medical services. The patient was placed on a ventilator and therapeutic hypothermia. A chest x-ray revealed that the recently implanted right ventricular lead had dislodged. It could not be determined if the lead had dislodged prior to the patient experiencing the syncopal episode or if it occurred during the resuscitation efforts. At the pre-discharge check after the lead was implanted, the lead was noted to be functioning normally. The physician suspected that there was a possibility the patient had an adverse reaction to the medication tikosyn. The patient's ventilator was removed and was breathing on his own but remained unresponsive. Later that week, the decision was made to discontinue life support and the patient deceased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).